Manufacturer narrative:
Patient's identifier, event date, implant and explant date were not provided. When the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, error in surgical protocol.